Manufacturer narrative:
Corrected: e section product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the clinic for a routine implantable cardioverter defibrillator (ICD) interrogation and ever ything looked okay. The patient got up to leave the clinic and was shocked by the ICD. The device was reinterrogated and confirmed that a high voltage (hv) shock was manually delivered. The clinician had a feeling that they accidentally pressed the emergency key which then resulted in the hv shock. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the clinic for a routine implantable cardioverter defibrillator (ICD) interrogation and everything looked okay. The patient got up to leave the clinic and was shocked by the ICD. The ICD was reinterrogated and confirmed that a high voltage (hv) shock was manually delivered. The clinician had a feeling that they accidentally pressed the emergency key on the programmer which then resulted in the hv shock. The programmer remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: d1 brand name; d2 product code; d3 MFR name; d4 model #; d5 oper of dev medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the clinic for a routine implantable cardioverter defibrillator (ICD) interrogation via the mobile programmer and everything looked okay. The patient got up to leave the clinic and was shocked by the ICD. The device was rei nterrogated and confirmed that a high voltage (hv) shock was manually delivered. The clinician had a feeling that they accidentally pressed the emergency key which then resulted in the hv shock. The ICD remains in use. The mobile programmer remains in use. No further patient complications have been reported as a result of this event.